Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega needle driver instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a mega needle driver instrument failed while inside the patient. A cable broke. The procedure was completed. No reported known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the mega needle driver instrument didn¿t have any broken/loose cables visible at the instrument wrist when introducing the instrument into the patient. The damage was identified during the procedure. There was no report of fragments falling into the patient body. The instrument wires could have poked the patient.

Manufacturer narrative:
The mega needle driver instrument has been returned and evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the reported complaint. There were no frayed cables nor bent grip tips observed during visual inspection that would have caused instrument to fail. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.